Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, micro-dislodgement was suspected. The rv lead was successfully repositioned and remains in use. During reposition of the rv lead, there was set screw problem when reconnecting the rv lead to the ipg. The ipg was removed and replaced successfully. No patient complications have been reported as a result of this event.